Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and gravity flow testing were performed. The device flowed without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blockage in the mirafilter IV extension set during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.